Event description:
It has been reported to philips that the system did not start up(geometry ipc error) and customer requested to investigate the poor quality of parts. The system was in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site and identified that flexvision pc was defective. The fse replaced the flexvision pc to resolve the issue.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and found that the system did not start up. Fse investigated the control unit and found no abnormalities in the battery voltage test that holds the information at startup, and the pin for the rear communication cable. Fse replaced the control unit geo ipc and reinstalled the software. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code and evaluation method codes were corrected.